Event description:
It was reported the unit has a boot loop where it will not move past the boot sequence. The device was not in use on a patient at the time of event, there was no patient involvement.